Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. It was determined the issue was related to the mobile application. Data will not be analyzed as signal loss for one hour or less is within specification. No injury or medical intervention was reported.